Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system's laser was not enabled prior to a surgical procedure. The system was exchanged and the procedure was initiated and finished with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) interface was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 7, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pcb, interface. However, how and when the pcb became nonconforming cannot be determined conclusively. (B)(4).